Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, the visual inspection revealed that the outer insulation was breached/cut. Evaluation summary: no anomalies were found however, the visual inspection revealed that the inner tubing was kinked/buckled and that the lead showed signs that it was stretched. Full lead (B) (4) no anomalies found (B) (4) full lead.

Event description:
It was reported during procedure that the atrial lead had become dislodged and there was no capture that lead was subsequently removed. Additionally, ra lead was unable to be implanted. No patient complications have been reported as a result of this event.